Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient experienced stoma site redness, inflammation, pain, and foul discharge. On (B)(6) 2025 the patient was prescribed unspecified oral antibiotics for 7 days.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 05 nov 2025: on (b0(6) 2025 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube.

Manufacturer narrative:
Additional information added to b5, d4, d6a, and h4. Catalog number in d4 is the international list number which is similar to us list number of 062910. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Supplemental emdr (1) created to amend b3 date of event field and initial emdr date of report was 22 sep 2025. Supplemental emdr (1) date of report is 22 sep 2025.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient experienced stoma site redness, inflammation, pain, and foul discharge. On (B)(6) 2025 the patient was prescribed unspecified oral antibiotics for 7 days.